Manufacturer narrative:
The event of patient¿s ipg unable to communicate with external devices was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with unintentional damage during the unrelated surgery. Troubleshooting steps could not resolve the issue. The patient was scheduled for surgery to address the inoperable ipg and a migrated lead on 24 jun 2022; however, it was postponed while the patient heals from a lumbar fusion surgery. No set surgery date yet.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that patient did not set ipg to surgery mode prior to an unrelated procedure. As a result, ipg was unable to communicate with external devices, and patient lost therapy. Troubleshooting was unable to resolve the issue. Surgery may take place to address the issue.